Event description:
Boston scientific crm received information that this pacemaker and dextrus leads system was extracted due to infection. No adverse patient effects were reported. If additional information becomes available, this event will be updated.